Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pump stoppages were observed while the pt was connected to the power module. The vad coordinator noted visual and audible alarms for pump stoppage. An evaluation of the percutaneous lead was performed and a short to shield fracture was suspected. The hospital requested a modified power module pt cable from the manufactured for the pt's use.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A root cause for the reported pump stoppage could not be determined through this evaluation as the pump was not returned for evaluation. Based on the information available to the manufacturer, the patient remains ongoing on pump support on an ungrounded cable and has been doing well with no further alarms being reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported by the hospital personnel that the facility performed their own percutaneous lead evaluation and there is no plan for a percutaneous lead repair or a pump exchange for the patient at this time.